Manufacturer narrative:
Intuvie received a report alleging that the infusion pump failed flow rate testing and required hex file installation. A review of the device serial number history identified no prior similar complaints. The reported failure mode was not confirmed. The device was returned; however, the investigation remains ongoing pending resolution of the customer¿s financial hold. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report alleging that the infusion pump failed flow rate testing and required hex file installation. No patient involvement was required.